Event description:
The user was moving the surgical light and placed their hand over the tension adjustment access hole. The protective spring arm covers were not in place. The spring arm moved trapping the user's finger. Some unspecified portion of the trapped finger tip was "removed" which required a skin graft.